Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states the set was leaking at the site. The customer states they removed the set and found a lot of blood on the adhesive. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states threating high levels with manual injections. The customer was advised to change the infusion set. The customer declined to troubleshoot for the high blood glucose level. The customer states they will return one set, and will be receiving replacements.